Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had disconnection. The following information was provided by the initial reporter: while administering medication, the rn noticed that the connection above the pump got disconnected.

Manufacturer narrative:
One photo was received for quality evaluation. The provided shows that the tubing separated at the upper pumping segment fitting to the silicone tubing of the pumping segment. Additionally, the photo shows that the securement collar on the silicone tubing is still on the tubing itself. The customer complaint of separation was confirmed. A root cause for the issue could not be determined because a physical sample was not provided. A possible reason that the sample separated as seen in the provided photo, is that the silicone tubing of the infusion set was inadvertently pulled, allowing for the tubing to separate from the pumping segment fitting. A device history record review could not be performed because the lot number is unknown.